Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise resulting in inappropriate mode switch. No changes or intervention were performed to resolve this issue. The patient was discharged.